Event description:
On 12.01.09, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that in 2008, the pt was administered heparin while receiving peritoneal dialysis and during treatment at the medical center. Upon info and belief, on at least one occasion, the heparin administered to the pt was allegedly contaminated heparin. Shortly thereafter, the pt began to experience adverse reactions consistent with the adverse reaction associated with contaminated heparin. The pt passed the following month.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.